Event description:
It was reported that the syringe 10ml ls 21ga 1-1/2in tw experienced syringe volumetric inaccuracy which was noted prior to use. The following information was provided by the initial reporter: distorted barrel.

Manufacturer narrative:
Investigation: photo evaluation: two (2) photos was returned for evaluation. From the photos, observed barrel damaged. Sample evaluation: 1 actual sample without package was returned for investigation. The sample was not decontaminated. From the sample, observed damaged on the syringe barrel. The syringe barrel damaged during the transition to outfeed dial at syringe needle assembly process. Probable root cause could be at the no needle eject gate station, the top guide plate adjusted lower to the transaction dial. As this caused the product tilted from the slot pocket resulted crashed and damaged by pocket dial and side guide during transition to outfeed dial process. The defect parts failed to remove effectively by production technician which resulted escapees to the next process. No DHR could be performed as the lot# is unknown.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10 ml ls 21 ga 1-1/2 in tw experienced syringe volumetric inaccuracy which was noted prior to use. The following information was provided by the initial reporter: distorted barrel.